Event description:
Boston lead dislodged the day after implant and was replaced with a mdt lead. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).